Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime, excessive no delivery test, occlusion test, self test, and a21 error test. No a17 and a21 alarm noted. The insulin pump passed all operating currents tested with in the specification range and passed off no power test. The insulin pump was monitored and tested with no off no power anomaly and no noise anomaly noted. The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip and minor scratches on the display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her insulin pump is making a ticking noise and there is an issue with the time and date. Customer's blood glucose was 127 mg/dl at the time of the incident. Customer had an unexpected restart alarm, an external ram crc error alarm, and a no power alarm in the alarm history. Customer stated that the pump was not stored or not in use for an extended period of time. The alarm did not occur shortly after inserting a new battery. The unexpected restart alarm is recurring during normal pump use. Customer was advised that the pump will need to be replaced. Customer was advised that she may continue to wear the pump until the replacement arrives. Customer declined troubleshooting for all the alerts.